Manufacturer narrative:
An event of device deformation during implant was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 10mm amplatzer septal occluder was chosen for implant on (B)(6) 2023 using 8f mullins delivery sheath. During implant the device took on a cobra shape. After several attempts to reload the device, the device was removed from the patient and replaced with a new lifetech scientific asd device. There were no interactions with cardiac structures nor were there any kinks or angulations noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status is noted as stable.